Manufacturer narrative:
Initial reporter facility: dell seton medical center at the university of texas a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary the bio-ID required maintenance. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary the bio-ID required maintenance. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier universal serial bus (usb) cable was faulty and had an intermittent short. A field service engineer inspected the station and identified the faulty biometric identifier cable. The engineer returned with a replacement usb cable and installed it. The customer tested the biometric identifier functionality, and it worked properly after the replacement. The case was then closed. The system functioned as intended after the field service engineer repaired the device.